Event description:
Patient had a lead fracture and experienced palpitations, but no discomfort. Also complained of hearing aicd make abnormal sounds. It did not discharge. Lead replaced without difficulty. Same generator replaced. Patient discharged without difficulty.======================health professional's impression======================lead fracture.